Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, pump tubing leak.

Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
A titan pump was received for evaluation. Separations within abrasion were noted on the pump non-serialized strain relief and the pump inlet tubing. The separations appeared to be rough and irregular separation which indicates sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on all tubes of the pump. No visual or functional abnormalities were noted with cylinders 1 and 2. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Based on examination of the returned product, quality concluded that the tubes of the pump were positioned in such a way that abrasion occurred while in-vivo. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the pump exhaust tubing and pump inlet tubing at those sites. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.